Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. The subject device was evaluated onsite by an olympus field service engineer where the device not powering on and the endoscopic image flickering was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, more than 9 years have passed since the manufacturing of the subject device. It is likely the device cannot be started due to an aging failure of the power supply unit components caused by long-term repetitive use. Regarding the flickering image, it is likely that the image flickered due to an unstable electrical connection caused by the failure of the lock of the video connector, likely a symptom of aging caused by repeated use over time.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device did not power on and the endoscopic image was flickering.there was no report of patient injury associated with this event.the user facility did not provide other detailed information.